Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in an unknown endovascular procedure. It was reported a month later via technical services that the device details were sought by a health care professional because it was reported that the device may be infected and an extraction may be necessary. Following this it was confirmed that at the time of an emergency treatment, the patient had an underlying infection, this was not a result of the device or implant itself. It was reported that the infection did not improve so the patient was referred and the device was explanted, the patient is since recovering. No additional clinical sequelae were provided and the patient is being monitored.